Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri). There was a concern that device was depleting quicker than expected. No adverse patient effects were reported. As of today, records indicate the device remains in service.